Event description:
It was reported that patient underwent elbow arthroplasty on (B)(6) 2009. Subsequently, radiographs showed that a component had disassociated and is floating in the patient's arm. A revision procedure is scheduled for (B)(6) 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." The user facility is outside of the united states. No medwatch report was received. This is MDR two of three (000182034-2011-01049 through 01051) for this event.

Manufacturer narrative:
Evaluation of the returned condyle kit, ulna bearing and ulna pin were performed. The bearing was received in a condition that would not permit evaluation due to deformation. Evaluation of the ulna pin found deformation at the end of the pin likely due to movement while implanted. The ulna pin features that would have contributed to the event were evaluated and found to be within specification.